Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 237mg/dl, and he has treated with manual injections. Troubleshooting was performed, and the buttons were unresponsive. The caller stated that the device did not alarm during or after the buttons stopped functioning. Instructed the customer to remove and to insert a new battery, but the frozen screen continued and the time was not advancing. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with watchdog alarm and frozen screen due to faulty connector on mother board.